Event description:
The complainant reported that the patient was placed onto impella cp support due to acute myocardial infarction/cardiogenic shock. While on support, the automated impella controller (aic) experienced a controller error yellow alarm that was resolved by transferring to a new console. The patient survived the procedure.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer. The logs from the complaint date showed a controller error, which confirms the reported failure. When the controller error occurs, the real time log showed the optical signal dropped to ¿-16384,¿ which points to the failure mode transient loss of opm data. The console was tested on an engineering lab bench. The failure mode was not reproduced by running the console with the optical pump. There was no issue with the console hardware. The root cause for the controller error was not determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.